Manufacturer narrative:
No injury reported. One of the facilities care personnel was lifting a patient when a component allegedly broke and they had fallen. The patient was sent to the hospital with no reported serious injury. The attendant reportedly pulled their back in the incident. Lift is currently not in service. The lift is over 6 years old and no longer in warranty. The lift maintenance and service history is unknown. The facility stated a component was broke or missing. The product has not been returned for evaluation at this time.

Event description:
The consumer was in the lift when it allegedly "gave out", causing the swivel bar to come down on his chest. The consumer allegedly sustained contusions on his chest.